Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used to treat a malignant stricture within the esophagus during an egd procedure on (B)(6) 2010. According to the complainant, as the stent was being pushed into the stricture, resistance was encountered; the stent buckled and could not be advanced through the stricture. The stent was removed from the patient without difficult. A wallflex partially covered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) relates to (B)(4) for stent unable to cross stricture. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.